Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The IFU for this device was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Stenosis and regurgitation were listed as a adverse events for this device. Although edwards was unable to perform device analysis, the records received for this event confirm the clinical observations of the valve. The root cause of the event remains indeterminable; however, the stenosis observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 21mm valve was disabled after an implant duration of four years and eight months due to stenosis and mild regurgitation. A 23mm was implanted using the valve-in-valve procedure with good results with a mean gradient less than 15 mmhg. The patient tolerated the procedure well and recovered without incident or complications. The patient was discharged on pod #1 in stable condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.